Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the display was flickering. The customer reported the unit powers off during use. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a flickering display and dim backlight. The lcd module was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues prior to this reported event.